Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error in history. Customer¿s blood glucose was 178 mg/dl. Customer also reported that the insulin pump had motor error alarm. Customer stated that drive support cap was normal. Customer was able to complete insulin pump rewind. Customer stated that insulin pump was exposed to high magnetic field. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will not be returned for analysis.